Event description:
A 9-yr-old female with history of wilms tumor diagnosed 5/94, has been treated with chemotherapy through her port. A few days ago underwent chemo and cath did not flush easily. Material was instilled without too much difficulty. However, within 48 hours, pt began experiencing pain in the chest area and left shoulder. Had evaluation of port using contrast and was found to have extravasation. Under general anesthesia in or, cath freed and removed without trauma. It was examined; longitudinally oriented tear in lateral margin of the cath, oriented about 2.5 cm from attachment site to port was noted. Port dissected free without difficulty and cath and port removed entirely. Wound showed no evidence of subcutaneous or fascial necrosis; minimal tissue edema; no evidence of infection. As only 2 more chemo sessions to go, decided to use peripheral IV for remainder. Pt tolerated procedure well, pt in good condition from recovery room to home. Follow-up scheduled with surgeon.